Event description:
Additional information received indicated the noise resulted in oversensing. No intervention has been performed and the patient will be monitored.

Event description:
During follow-up, noise due to electromagnetic interference was observed on the device. No intervention has been performed at this time. The patient was in stable condition.